Manufacturer narrative:
The customer returned the broken device and eight additional tips from the same lot number (129006) that were unused. The used tip was confirmed to be broken from the screw thread. The unused tips were returned to the louisville facility where these devices are assembled. Deflection testing was completed on the returned samples. 20 lbs of force was applied to the devices with no breakage or any signs of damage. Additionally, the information regarding this complaint was sent to the manufacturing location (mmeq). Mmeq applied 41lbs of force with only a small amount of bending occurred. After multiple attempts, the customer did not provide any additional information regarding the use of the product or when the damage occurred. The complaint could not be duplicated with samples provided and additional items in inventory. Root cause: unknown. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a subsequent follow up report will be submitted.

Manufacturer narrative:
The customer alleged that this was one of two occurrences of the dissector breaking off from the screw hub. We are continuing to follow up for additional information regarding what happened. The broken device was returned along with additional items from the same lot number. The unused devices were returned to the manufacturing location for testing and evaluation. This is the first complaint recorded with 1,929 boxes of 10 (19,290 each) sold of all lot numbers since 2012. A follow up report will be submitted once the investigation by the manufacturing location is completed.

Event description:
The customer alleged that while using the reusable dissector handle with the disposable gauze dissector, the 5mm peanut tip of the insturment broke off at the end of the screw hub. The peanut tip was inside the abdomen of the patient. The surgery was delayed by 20 minutes while the surgeon retrieved the piece from the surgery site. There was no further harm to the patient.